Manufacturer narrative:
A steris surgical specialist inspected the surgical monitor and found that one of two screws for the monitor power cord strain relief had loosened subsequently falling into the sterile field. The screw should have fallen into the monitor cable cover however, the monitor cable cover was loose allowing the screw to fall away from the cover. The reported event may be caused by user facility personnel moving the monitor via the cables causing strain. The steris surgical specialist advised personnel of the proper operation of moving/rotating the monitor. The operator manual states, "with both hands, grip the side bezel of the monitor and rotate clockwise or count clockwise to achieve the desired orientation. The monitor screen should be fully vertical or tilted forward toward the floor before rotation to ensure proper clearance of the suspension yoke arm." The surgical specialist re-installed the screw, tightened the monitor cable cover and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that a screw from the surgical monitor fell into the sterile field. No report of injury. No procedural delays or cancellations were reported.